Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
On (B)(6) 2025, a few hours after the initial implant procedure, a subdural hematoma developed beneath the neurostimulator. Surgical evacuation of the hematoma was performed the same day, along with a revision of the left mesial temporal depth lead. The neurostimulator remained implanted and the new lead was connected.